Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), streptococcal bacteraemia ('infection (bladder/urinary tract/vaginal): group b strep') and endometrial cancer ('tumor/teratoma/cancer: endometrial') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." The patient's medical history included asthma and obesity. Concurrent conditions included hypertension and hypercholesterolemia. In 2012, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), streptococcal bacteraemia (seriousness criterion medically significant) and ovarian cyst ("ovarian cyst/left ovarian cyst"). In (B)(6) 2015, the patient was found to have endometrial cancer (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), abdominal pain lower ("abdominal pain,left lower quadrant") and back pain ("lower back pain"). On an unknown date, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines/headaches") and weight fluctuation ("weight gain/loss"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, streptococcal bacteraemia, migraine, endometrial cancer, vaginal discharge, weight fluctuation, ovarian cyst, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, bladder disorder, endometrial cancer, menorrhagia, migraine, ovarian cyst, pelvic pain, streptococcal bacteraemia, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: discrepancy noted: implant date: 2002. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: uterus, cervix, right and left ovaries and fallopian tubes; total abdominal hysterectomy and bilateral salpingo-oophorectomies: adenocarcinoma, grade 3 of 3, with endometrioid type with differentiation, invading myometrium 7 of 9mm total myometrial thickness at junction of lower uterine segment to endocervix and invading cervical stroma to form secondary cervical mass. Adenomyosis. Venous and lymphatic invasion present. Bilateral ovaries, negative for tumor. Bilateral fallopian tubes, negative for pathologic changes. Parametrial margins of resection free of tumor. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:left simple ovarian cyst, , vagina: yellow/brown discharge, adenocarcinoma endometroid, streptococcus agalactiae group b, many. Quality-safety evaluation of ptc: unable to confirm compliant. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs and mr received. Reporters information updated. Model no. Were updated from ess205 to ess305.event: injury were updated to abnormal bleeding (vaginal). New events:menorrhagia), bladder or urinary problems or changes, infection (bladder/urinarytract/vaginal) group b strep, migraines/headaches,tumor/teratoma/cancer: endometrial, vaginal discharge, weight gain/loss, other injury or complication:ovarian cyst, pelvic pain, lower abdominal pain, lower back pain , plaintiff did not undergo essure confirmation test were added.medical history , lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.